Event description:
It was reported that an unknown xience stent was implanted in an un-specified lesion. Approximately 8 months later, the patient returned with re-stenosis. The treatment is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). No intervention reported. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.